Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hystero videoscope had a bulge about 2 to 3 inches from the distal tip. There were no reports of patient harm.